Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that they observed a burning smell and smoke coming from their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Evaluation confirmed there was a blood and saline spill which caused the reported problem. There was damage to the power supply and other components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).